Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 68-year-old female patient for protected percutaneous coronary intervention (pci). The patient¿s comorbidities were not reported, and the clinical state prior to initiation of support was not specified. The procedure was completed, and the impella cp device was removed successfully, with hemostasis achieved using two perclose closure devices. The patient was subsequently transferred to a telemetry unit. Following transfer, the patient reported left lower extremity heaviness and discomfort. Clinical assessment demonstrated absence of distal pulses by doppler examination, consistent with limb ischemia. The patient was returned to the cardiac catheterization laboratory, where vascular access was obtained via the right femoral artery. Angiographic evaluation identified total occlusion of the affected vessel, which was initially treated with balloon angioplasty to restore flow. Further imaging revealed the presence of an arterial dissection flap. Due to the vascular injury and persistent concern for limb perfusion, the decision was made to proceed with surgical intervention. The patient was transferred to the intensive care unit and subsequently taken to the operating room, where a vascular cutdown was performed. Following surgical intervention, flow to the affected limb was restored, and the ischemia was resolved. The patient was transferred to the cardiovascular intensive care unit for continued monitoring. The reported arterial dissection with associated vascular occlusion and limb ischemia is consistent with known complications of large-bore femoral arterial access and vascular closure techniques. Contributing factors in this case include procedural manipulation, device insertion and removal, closure device use, and underlying vessel calcification. Based on the available information, a device-related contribution cannot be excluded.